Manufacturer narrative:
B5: the reporter indicated the issue of lens rotation was resolved. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.50/+2.5/085 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6)2023. Lens rotation was noted. Lens explanted on (B)(6) 2024. Problem was not resolved. Reportedly, "icl explanted and patient prescribed glasses." Cause of event reported as unknown; device did not fail to perform. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+2.5/085 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. Lens rotation was noted and the lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2023-02883. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic stretched out. Dimensional inspection found the lens to be within specification. (B)(4).